Event description:
It was reported by the customer that a pyxis medstation es system had a drawer was failed. The customer reported that there was delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie drawer was failed. A field service engineer reseated the row board cable to resolve the issue . The system functioned as intended after the field service troubleshooted the device.